Event description:
Per oos, this device was explanted and returned for analysis due to a device error message and because the device could not be programmed. It was pacing vvi at 60 ppm so it was replaced with a lumax 340 hf-t, (B) (4).